Event description:
Device attempted to deploy after quality check of equipment and set up. Probe did not deploy.; tried a second time to deploy but the probe did not attach to mucosa. Device was found in outer lip/ cheek area. FDA safety report ID # (B)(4).